Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, vomiting and loss of appetite. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The day after event onset, the patient was treated with vancomycin injection (2g, stat, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, iitraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported on an unknown date antibiotic treatment has been discontinued. On an unknown date, the patient recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.